Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the catheter ablation procedure to treat atrial fibrillation nrg transseptal needle was selected for use. It has been mentioned that when an attempt was made to insert the needle into the sheath, it got caught and broke. No patient was involved. The product is not expected to be returning as it was discarded in facility.